Manufacturer narrative:
(B)(4). The device was not returned for evaluation as the stent remains in the anatomy. There was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and occlusion are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
(B)(6) hosp data; patient ID: (B)(6). It was reported that on (B)(6) 2014, the patient was hospitalized with paroxysmal chest pain. Angiography revealed three vascular lesions. A 3.5 x 18mm xience xpedition stent was implanted in the mid right coronary artery (rca) that was narrow with 90% stenosis. The patient was discharged on (B)(6) 2014. Information received from the 2 year follow-up on 21-mar-2017 indicated that the patient was re-hospitalized in a local hospital in (B)(6) 2016 with chest tightness and chest pain but the exact date was unknown. Coronary angiography showed stent blockage and drug treatment was given but the exact drug was unknown. The patient was discharged after stent patency but the exact date was unknown. Per physician, the relationship between the event and the device is concerned. The patient is in good health. No additional information was provided.